Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hospitalization for diabetic ketoacidosis. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer's nurse called to report that the customer had been hospitalized with dka (diabetic ketoacidosis) and that the cannula was kinked. Follow up with the customer's mother revealed that the customer's blood glucose was high (greater than 500mg/dl) and that the customer had been vomiting. The customer was taken to the hospital where he was treated with fluids, an insulin drip, and potassium. The customer's mother also reported that the adhesive was loose on one side of the pod.